Event description:
As reported, the customer noted a worn-out pump rotor and metal debris at the bottom of the pump housing of the thermogard console (sn) (B)(6). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm console (sn) (B)(6) was evaluated at the customer site. The reported complaint of a worn-out pump rotor and metal debris at the bottom of the pump housing was confirmed during the visual inspection. The root cause for the reported complaint was due to the worn-out ball bearing on the pump rotor, likely as a result of normal wear and tear. The thermogard xp ivtm system is a reusable device and was manufactured in march 2012, and it is more than 11 years old, exceeded its expected service life of 5 years. Upon visual inspection, it was noted that the ball bearing on the pump rotor was worn out and likely the source of the metal debris at the bottom of the pump housing, thus, confirming the reported complaint. The pump rotor was replaced to address the issue. The event log review indicated a mid:14 (bg power supply) error unrelated to the reported complaint. Based on log data files, the error message was cleared and was not replicated during testing. The functional testing of the console was not performed due to the pump rotor condition. Following service, the thermogard xp ivtm system passed the final testing without any errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard xp ivtm system with serial number (B)(6).